Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml. The system was tested and verified as ready for use. Isi has requested the mtml involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23003 on the mtml related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0530. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the surgeon was not able to move instrument by master tool manipulator- left (mtml) after the start of the procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the surgeon was not able to move instrument by master tool manipulator- left (mtml). The surgeon could move the instrument with the master tool manipulator- right (mtmr). The technical support engineer (tse) checked the system logs and found no errors in the system. The tse suggested the customer to check the drape and swap instrument too. The customer performed the same, but the error still persisted. The tse suggested the customer to assign the arms control manually to check the mtm movements. The customer was able to move instrument with mtmr but not with the mtml. The customer performed the hard power cycle, still the issue persisted. The tse asked the customer to perform one more power cycle on the surgeon side console (ssc) side and the system booted up with an error 23003 on the mtml. The customer recovered the fault but still unable to move the mtml. The tse suggested to perform one more power cycle on the ssc side and the customer confirmed system was still showing error 23003 on bootup with mtml. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 06-june-2022: the issue occurred during procedure and the system functionality was checked upon powering on the system and it was working fine. The system initially powered on without errors. It is unknown if there was any external interference such as arms hitting one another or collision/interference with or equipment.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2 and h3 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation unable to be reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.